Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sram was in need of replacement. No further info is available at this time.

Event description:
The customer reported that the sys would not boot up. There is no report of death or serious injury associated with this complaint.